Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the placement procedure was completed without removing the stylet from the catheter and it was left inside of the patient on (B)(6) 2020. On (B)(6) 2020, the doctor noticed the stylet remnant by CT, so removed it by surgical treatment. No other information was provided.